Manufacturer narrative:
Product investigation details: the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30004281l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase of the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 120ccs of fluid from the pericardial space. The patient was stabilized and transferred to the cardiac care unit (ccu). It is unknown if extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient outcome or physician causality opinion. It is unknown if a transseptal puncture was performed or if the patient received anticoagulant during the procedure. The generator parameters and catheter irrigation settings are unknown. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.